Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that b30 (communication error) occurred because the video connector pin corroded because it was used without being dried sufficiently after the reprocess. It is also likely that the video connector pins were fatigued due to normal deterioration as more than five years had passed since the manufacture, and the indicated phenomenon might have occurred. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem was confirmed; a b30 error code was generated and the cause assigned to a printed circuit board failure. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus, model cv-170, video system center, was returned to olympus for repair due to a report of a "connection error message." The problem, as reported to olympus, was first identified during a "diagnostic upper digestive endoscopy" procedure. The intended procedure was completed after a delay of approximately 10-15 minutes. The device was inspected prior to use with no anomalies observed. There was no medical intervention or patient injury associated with the event reported to olympus. Upon inspection and testing of the returned device, a "b30" error was generated. This report is submitted for the malfunction of "b30" error. As this was found during in-house service, there was no patient involvement.